Event description:
A pt presented at a three month post-operative exam for laser vision correction with severe halos and glare. This pt was part of an investigation device for the avss (advanced variable spot scanning) software with the amo star excimer laser. The pt's current best corrected visual acuity is 20/16 in each eye.

Manufacturer narrative:
The adverse event was reported as part of an investigation f/u. No service or inspection was requested or is required for the equipment.